Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: customer samples of lot 6313681 were received. A sample of 20 tubes was tested with all tubes performing normally. Conclusion: there were no related quality notifications. All process and final inspections comply with specification requirements. 20 samples were received and tested. There were no issues involving stopper popping off when removing the needle; all stoppers were fully seated after removal. Although based upon receipt of this complaint we acknowledge that the customer has had an issue with this particular product, for plant evaluation purposes this complaint is not confirmed because we were unable to duplicate or confirm the customer¿s indicated failure mode. The defect was not evident in the testing of the returned samples. No corrective actions will be implemented at this time. We will monitor these defects for tracking and trending purposes. UDI #: (B)(4).

Event description:
It was reported that the lids were coming off of 13x75 mm 4.0 ml bd vacutainer® plus plastic whole blood tube while in use.